Event description:
Subject pacemaker has been implanted for 8 years. Since the programmer does not evaluate the "time to eri" (elective replacement indicator), customer requested an estimation of battery residual longevity. Based on preliminary data, estimation revealed that battery impedance at follow-up of (B)(6) 2012 was higher than expected: 4.38 kohms (recorded) instead of 2.57 kohms (estimated).

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.